Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h4.

Manufacturer narrative:
Testing of actual/suspected device: .on (B)(6) 2021 a getinge field service engineer (fse) that encountered the issue, reported that the device would not start up after the upgrade. The iabp will start after few minutes of boot-up and the sound of an alarm will go on. The fse inspected the logs and error # 116 was displayed. At this point, the fse determined that the issue was the cable coil. The coiled cable was order and fse returned to the site on (B)(6) 2021 to replace it and reload the software. The device ran with no issue and unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) and after completing software upgrade, performed by a field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) will not start-up to normal operational mode and will give a beep alarm. There was no patient involvement, and no adverse event reported.